Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left proximal femoral rotational osteotomy surgical procedure, it was discovered that the small battery drive device was not working. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not engage when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be was most likely due to various worn electrical components and bearings deterioration from normal wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.